Manufacturer narrative:
Block d.2b; additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) revision due to difficulty charging. Electrocautery was used during the procedure. The patient was reported to be doing well postoperatively. The explanted device was disposed of per facility protocol and was not returned for analysis.